Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 in order to treat extreme incontinence and mesh was implanted. The patient underwent the concurrent procedures of a hysterectomy during mesh implantation. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, infection, urinary incontinence, stress, depression and anxiety. It was reported that the patient had additional surgery in 2007 and ¿put more mesh in, not exactly sure¿. [Please note: the product was not identified]. It was reported that the patient had surgery to release the left side of the mesh on (B)(6) 2012 [¿the mesh was not removed¿] due to pain in groin which caused problems walking and pain during intercourse. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient experienced worsening dyspareunia, and left sided pelvic and leg pain. The patient underwent cystoscopy with removal of mid urethral sling on (B)(4) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.